Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have a battery remaining of 10% while still in storage mode. Premature battery depletion was suspected. The device was not implanted and was planned to be returned for analysis.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have a battery remaining of 10% while still in storage mode. Premature battery depletion was suspected. The device was not implanted and was planned to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. With the available information, boston scientific confirmed this s-ICD was manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This issue does not affect the device's performance (i.e., ability to detect/treat arrythmias) or the actual battery longevity.